Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (e216), foreign object inside the auxiliary water channel. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause of customer reported phenomenon of incompatible scope (error 315) was not detected. The most probable cause of scope communication error (e216) is traced to component failure and the probable cause of foreign material in auxiliary channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited incompatible scope error (e315). This issue occurred during inspection for use. There were no reports of patient involvement.